Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter had a leaky hub (see related emdr 1820334-2018-00159). A second device reported to also have a leaky hub (this emdr 1820334-2018-00237). The physician ultimately used a competitor's product to complete the case with no further reported issues. The device was intended to be placed in the patient's kidney as part of a nephrostomy, and was only in place for a couple of minutes. The customer confirmed that the product problem did not result in any patient adverse events, nor did it necessitate any additional procedures. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing, quality control, specifications, and visual inspection/dimensional verification/ functional test of the device was conducted during the investigation. The device was returned and product examination confirms the complaint of leakage. Device failure analysis was conducted and all measurements matched specification. However, when injecting the device with water, leakage was seen with the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A search of the manufacturer's complaint database found there were two complaints associated with main work order (related emdr 1820334-2018-00159 and this emdr 1820334-2018-00237). Both complaints are related due to the same reported issue from the complainant. Emdr 1820334-2018-00159 was made to capture the second device that was reported to leak. No complaints were associated with the subassembly work order. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. We have notified the appropriate personnel and continue to monitor for similar complaints. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing, quality control, specifications, and visual inspection/dimensional verification/ functional test of the device was conducted during the investigation. The device was returned and product examination confirms the complaint of leakage. Device failure analysis was conducted and all measurements matched specification. However, when injecting the device with water, leakage was seen with the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A search of the manufacturer's complaint database found there were two complaints associated with main work order (related emdr 1820334-2018-00159 and this emdr 1820334-2018-00237). Both complaints are related due to the same reported issue from the complainant. Emdr 1820334-2018-00159 was made to capture the second device that was reported to leak. No complaints were associated with the subassembly work order. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. We have notified the appropriate personnel and continue to monitor for similar complaints.